Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range and the alarms could not be cleared. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.